Manufacturer narrative:
Journal article: tct-286 efficacy and safety of the newer generation zotarolimus-eluting stent in routine clinical practice: data from the iris-des registry journal: journal of the american college of cardiology year: 2019 ref: doi: 10.1016/j.jacc.2019.08.360. Date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
In a comparative multicenter, prospective registry iris-des (interventional cardiology research incorporation society-drug-eluting s tents) registry, the authors evaluated a total of 3,540 patients with resolute onyx rx drug eluting stents (n=2,305) and non medtronic dp-ees (n=1,235) from march 2011 to december 2017. 1 year follow-up outcomes included target vessel failure which was defined as a composite of cardiac death, target vessel myocardial infarction, target vessel revascularization and target lesion revascularization.

Manufacturer narrative:
Device is resolute integrity rx des. If information is provided in the future, a supplemental report will be issued.